Event description:
It was reported that the handpiece where the device is held overheated during a podiatry case. There was no patient or user injury reported, and the procedure was completed successfully with a backup device.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with a gap in the blade mount, which was replaced along with the motor, rotor bearings, press plug, and other components. Service did a clean lube, and adjust to the device, and it was repaired and returned to the customer.